Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during unpacking for a coronary drug eluting stenting treatment procedure, a stent damage was noticed. When the physician opened the 2.50x12mm taxus express2 drug eluting stent, it was noted that the "stent was frayed." The stent was not used and there was no patient contact. The procedure was successfully completed with another of the same size taxus stent. The patient condition is listed as fine.